Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. Upon sensor pod removal, the sensor wire detached from the sensor pod on (B)(6) 2023. It is believed to have remained in the skin. That patient did not check to see if the sensor wire was visible on the sensor pod after removal. On (B)(6) 2023, the patient consulted with a doctor as the sensor insertion site was red and swollen and had been since removal of that sensor on (B)(6) 2023. The patent was prescribed oral antibiotics. At the time of the report, the patient stated the insertion site was still swollen and had redness. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).